Event description:
It was reported that a large volume infusor experienced no flow. This occurred after the device was filled with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: february 14, 2012 - february 16, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.